Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement, prime, basic occlusion and no delivery tests due to no button response. A cracked reservoir tube lip, cracked case and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 580 mg/dl. The patient stated that she was vomiting, she felt groggy, and had abdominal pain. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The unit passed the prime test. The patient stated that the no delivery alarms have been recurring, and felt that the insulin pump was the problem. Advised the patient that the insulin pump would be replaced. Nothing further was reported.